Manufacturer narrative:
H3: analysis of lead 978a133 (lot# va28vge) found a bend and tool mark at the distal end of the lead. A dc resistance and short check was performed with all lead connections found to be within normal limits. The lead functioned normally. Indicating no anomaly found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D3: see corrected serial number continuation of d10: product ID 978a133, lot# va28vge, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 978a133; lot# va28vge; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a133, serial/lot #: (B)(6), ubd: 04-may-2022, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up  report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 978a133; lot#: va28vge; product type: lead. Other relevant device(s) are: product ID: 978a133, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-nov-04, rtg0100511 x6 (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they were getting impedance greater than 4k ohms on all electrodes except #3. The rep said they were getting slight motor response at around 6 ma. Technical services discussed potential lead placement target issue since the rep needed to increase stim higher to get slight response. The rep initially got higher impedance with the first neurostimulator, and then they opened up another neurostimulator and they got the same result, before calling tech. Services. The lead was replaced, which improved the impedance. They were also able to get a motor response on all electrodes under 1.0 after the lead was changed. The issue was resolved at the time of the report. On 020-nov-17, rep: additional information was received from a manufacturer representative (rep). The rep reported that re-tunneling did occur to place the replacement lead. The cause of the high impedance was not determined, however, the most likely cause was a lead issue of some sort, as the new lead worked great.